Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver. Testing concluded that the sensor wire for sn (B)(4) is missing from the sensor pod and housing puck and testing on sn (B)(4) concluded that the sensor wire is attached to the housing puck. The complaint of (B)(4) broken sensor wire was not confirmed. The root cause could not be determined post investigation.